Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had pump error during self test. The customer¿s blood glucose value was 69 mg/dl. The customer was unable to clear the alarm. The customer was assisted with troubleshooting for auto mode readiness screen. The insulin pump will not be returned for analysis.